Manufacturer narrative:
This report is submitted on 12 february 2020. (B)(4).

Manufacturer narrative:
It was reported that the device was explanted on 14 november 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 09 december 2019.

Manufacturer narrative:
This report is submitted on september 2, 2019.

Event description:
Per the clinic, the patient experienced a migration of the electrode array and subsequent extrusion of the array into the auditory canal. Revision surgery is scheduled; however, has yet to occur as of the date of this report.